Event description:
Incision was made by surgeon with scalpel, then surgeon began to bovie the tissue. It was noted that sparks were coming from handpiece where tip is seated. Skin had burned area at upper rt corner of incision as well as charred area mid-way in incision.